Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
The x brace under the seat break, right at the seat, and is hoping to get that piece replaced as well. She states this is the second time this has happened on this chair as well.

Event description:
The x brace under the seat break, right at the seat, and is hoping to get that piece replaced as well. She states this is the second time this has happened on this chair as well.

Manufacturer narrative:
The underlying cause documented on the return fields in oracle is identified as damaged/broken crossbrace weld at seat rail.